Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On or an unknown date it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On or an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further reported that the ivc filter is located 1.5 cm inferior to the left renal vein and proximally 7 mm inferior to the right renal vein. There is an approximate 25 degree tilt where the superior tip abuts the anterior left lateral wall. There is no evidence of fracture or bending of the struts. There is no penetration of the struts through the confines of the wall of the ivc. There is no stenosis of the ivc.